Event description:
A nurse called on behalf of the customer. She stated the customer's breeze2 meter gave a blood glucose reading of 113 mg/dl, while the doctor's meter read 34 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The customer was hypoglycemic and had to be admitted to the hosp. She was treated with glucose. The advocate was advised to return the test strips for eval. Replacement test strips and a new meter were sent to the customer.